Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the association between perioperative embolization of hypogastric arteries and type ii endoleaks after endovascular aortic aneurysm repair meshii k, sugimoto m, niimi k, kodama a, banno h, komori k. Journal of vascular surgery. 2021 jan;73 (1):99-107. Doi:https://doi.org/10.1016/j.jvs.2020.04.505. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent, endurant and non mdt stent grafts were implanted in elective endovascular procedures. The primary outcome was the incidence of t2els at 12 months after evar. The associations of patients' characteristics, anatomic factors, hypogastric embolization, and type of endograft with the primary outcome were analyzed. The following malfunctions occurred; endoleaks type I, ii & iii the following adverse events occurred; re-intervention, hematoma, occlusion, iliac aneurysm, infection patient deaths were also reported but there is no causal link that a mdt stent graft caused or contributed to these deaths.